Event description:
It was reported via international mallinckrodt facility (canada) that the "trach tube was leaking" on one size 8 dct, disposable cannula low pressure cuffed tracheostomy tube. Limited information was provided regarding the device or the reported event. It is unknown if the device was tested prior to insertion, how long the device was in use or what type of care and maintenance was performed on the device. There was one patient involved with no reported patient injury or compromise. The 8 dct device was returned to the manufacturer for decontamination, analysis and investigation on 02/03/1998.